Event description:
Reporter stated that patient obtained back-to-back blood glucose results of 367 mg/dl and 98 mg/dl, while using the suspect device. Reporter indicated that, based on the value 98 mg/dl, patient had a glass of orange juice. No patient injury was reported and no treatment was received. Quality control testing had reportedly been performed on the system, 3 weeks earlier, and the results fell within the acceptable range. Technical supprot requested the return of the suspect product and replacement product was shipped.